Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(4). Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted and removed during the same-day procedure due to a kinked haptic. The lens was discarded. Further information was reported that the technician loaded the lens improperly and bent the haptic. After insertion, the haptic would not hold in place, therefore, a replacement lens was needed. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. The incision was enlarged and one suture was placed in the eye. There was no patient injury. No additional information was provided.